Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 36 mg/dl. The customer stated that they had eaten lunch late which caused the low blood glucose. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they put their insulin pump on suspend once and for got to press resume after they took a shower. The customer declined troubleshooting the issue.